Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 153 mg/dl.